Manufacturer narrative:
The purge cassette will be returning for investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella cp via percutaneous right femoral artery for mechanical circulatory support. The purge cassette could not be vented during preparation. Initially, a replacement automated impella controller was attempted. However, the same issue occurred and the purge cassette still could not be vented. The purge cassette was replaced which resolved the problem. The patient's outcome at explant was survived.

Manufacturer narrative:
Corrected information provided in d3 (manufacturer fax). Additional information has been provided in d9 and h6.